Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the cardcage to resolve the issue. The issue occurred again after the original service. Fse replaced the vision side cart common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, a ¿patient cart not connected or powered on¿ message appeared at system startup. The customer had already reseated the blue fiber cables and power cycled the system without resolving the issue. The technical support engineer reviewed system logs and noted errors associated with the tower fiber port 1, then had the caller move the robot to tower blue fiber connection to the other available tower port and reboot; the message persisted despite solid blue leds on the fiber ports. The caller then ended the call to locate a spare blue fiber cable. The caller later replaced the blue fiber cable, but the startup message still occurred. The technical support engineer then had the cable moved from port 1 to an open port and the system power cycled again, with no improvement. At that point, no led was present at the robot side blue fiber cable connection and the message continued to appear. There was no report of patient involvement or reported injury.